Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 563 mg/dl and insulin injections were administered to address the bg level. The customer thought that a change in medication and stress were possible causes of the high bg. A pump system check was performed using the current supplies on the pump and insulin was observed exiting the tubing. Due to having only 85 units left in the cartridge, the customer was to change out the cartridge and infusion set at a later time.